Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had been having increased flow and power through the device overnight, despite thrombolysis. The pt returned to the operating room for investigation and a pericardial effusion was found, which was evacuated. Add'l info received stated that the pt was asymptomatic and there was no evidence of hemolysis present. The pt's left ventricle (lv) appeared to be unloading properly and the aortic valve (av) was opening often with speeds at 8800 rpm. The pt was administered nitric oxide and was on inotropes.

Manufacturer narrative:
The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.